Event description:
No new information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va19v9k, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt like the system never worked. The patient¿s healthcare provider reprogrammed the device. It was reported that the patient fell on ice while walking their dog. The patient could feel stimulation in the buttock and not in the pelvic floor. The patient and healthcare provider decided to explant the device, which was completed on (B)(6) 2017.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly. It was found to be functionally okay with insignificant anomalies. Analysis of the lead (lot# va19v9k) found no significant anomalies. It found that the conductor body was crushed. It also found that there were suspected body fluids in the body of the lead, but that this would not impact performance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.